Manufacturer narrative:
It was reported that during a shoulder arthroscopy the shoulder swelled a lot.the service evaluation did not reveal any damages or malfunctions with this device. Therefore, the reported event cannot be confirmed.

Event description:
It was reported that during a shoulder arthroscopy the shoulder swelled a lot. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2021 update dw: further information were provided that an ar-6420 and ar-6430 tube was used during the procedure and was then discarded. The pump was set for a shoulder arthroscopy (pressure 50mmhg) and no alarm/error messages occurred during use. The pump delivered more fluid then expected and could be resolved by lowering the pressure (40/45mmhg). It was further reported that no clamp test was performed and the additional liquid was removed immediately with the use of a cannula.